Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative reported a loss of therapeutic stimulation. Reprogramming was attempted and unsuccessful. X-rays were taken and shown that the leads had migrated. A revision was scheduled on (B)(6) 2014. The issue was not resolved at the time of the report. The manufacturer representative reported that the physician though that the patient may have been non-complaint with post operation orders/restrictions. Relevant medical history include non-malignant pain and failed back syndrome.